Event description:
During replacement of the previously reported cylinders for CPR release, it was discovered that the welds around the mechanism that supports the head actuator motor are failing. A total of 236 beds have been inspected, and 34 of them have a defect. In addition, one cylinder was replaced in the remediation of the prior report and after replacement the bed frame bent, as previously identified. The stryker engineers believe the weld breaks are caused from the same cylinder problem that caused the bent frames. They will be replacing all the CPR actuator cylinders with new ones. They told us that they believe the root cause of the problem is overuse of the CPR release to lower the head of the bed in situations besides the need for CPR, such as housekeeping using the CPR release to lower the head of the bed for cleaning. However, they have said they will stand behind their guarantee and will replace any beds with broken welds or bent frames. ======================manufacturer response for patient bed, go bed (per site reporter).======================they are working on a solution.